Event description:
Boston scientific received information that during a device replacement procedure, this atrial lead displayed sensing issues. A decision was made to surgically abandon and replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.